Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The patient obtained blood glucose results of "180 mg/dl" with another meter and an unspecified result from lifescan meter, performed within 30 minutes of each other. Although the other result was not specified, the customer service representative noted that the calculated difference of these glucose results based on the reporters statement exceeded the expected value of (B)(4). The issue was not resolved with troubleshooting.